Manufacturer narrative:
The complainant has indicated that the device was disposed and not available for return. Therefore, a device eval cannot be performed. The cause for the reported event is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby dual port standard balloon was used during an endoscopic gastrostomy procedure. According to the complainant, the balloon ruptured about one week after placement. The balloon was replaced with another corflo cubby dual port standard balloon device. No pt complications were reported as a result of this event.